Manufacturer narrative:
F/u report will be submitted if the product is returned for eval. Customers and retailers have been informed through the letter.

Event description:
Customer reported the unit of measurement setting of their unlocked freestyle flash meter changed. The customer observed the battery icon and booklet icon. There was no report of death, serious injury or mistreatment associated with this event.